Manufacturer narrative:
A getinge field service engineer (fse) found that the top screen of the cardiosave intra-aortic balloon pump (iabp) had a vertical line and a dark circle. In order to fix the issue, the fse replaced the top display lcd. The unit passed all calibration, functional and safety tests. The unit was returned to the customer and cleared for clinical use. The following was performed by the technician of the maquet failure analysis and testing (fat) department (B)(6). The failure analysis and testing department received the following parts associated with this complaint: display top lcd this part was received with a reported unit failure message of dark black circle on screen. Performed visual inspection of this part received and part looks to be in good condition. Installed the display top lcd into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department verified the failure of dark black circle and vertical line on screen lcd. The display top lcd failed testing. Retaining the display top lcd in the fat dept. As per procedure.

Event description:
N/a.

Event description:
It was reported that, during preventive maintenance performed by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's top screen had a vertical line and a dark circle. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen has vertical lines and dark circles.